Event description:
It was reported that, during the pre-use check, leakage of medical fluid from the filter was observed. No patient injury was reported.

Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and picture by the customer was provide it. Unit returned was received inside of a plastic bag with the original packaging opened. Visual inspection results: the samples don't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was analyzed using a syringe with colored water to detect any leaks. Results: during the test, no leakage was found. The complaint is not confirmed. The cause of the reported problem could not be determined. The lot number was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured. Correction: device manufacturing date: 01-oct-2020.